Event description:
During an egd procedure to clip a bleeding ulcer, the physician used a cook endoscopy triclip endoscopic clipping device. After closing the clip on the tissue site, the physician was unable to detach the clip from the catheter. The closed clip was pulled away from the gastric wall to facilitate removal from the endoscope. The patient did not undergo an additional procedure due to this occurrence.